Event description:
Co has four of these models (new) and all have failed to function as expected on multiple occasions. The stimulator is supposed to provide a train-of-four mode every ten seconds, indefinitely, when in "auto-repeat" mode. The device intermittently shuts off completely and does not just go out of the "auto-repeat" mode. This action seems independent of whether electro-cautery is in use and this device is supposed to be shielded from these effects. In the operating room this results in the anesthesiologist having to constantly re-start the whole neuromuscular blocking agent monitoring process.